Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was at work and blood glucose lower and she was unconscious. Customer stated she was really busy that day and her blood glucose lowered to 29 mg/dl. Customer was hospitalized and blood glucose was 45 mg/dl. Customer stated she was given glucose at work because she works at clinic at the hospital she was given an IV. The insulin pump did alarm predict low, half an hour or 20 minutes prior to indecent. Customer declined troubleshooting. Customer stated the low was caused to work related duties. No further information reported.